Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest recorded blood glucose of 359 mg/dl and approximately one hour above 180 mg/dl; the caregiver inquired about announcing a larger-than-usual meal to correct a high, and was advised to use the pump¿s correction and not use a meal announcement for correction. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no alerts for sustained glucose above 300 mg/dl, no back-up therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included troubleshooting and education regarding appropriate use of meal announcements versus correction dosing and confirmation that the pump would address the elevated glucose. Investigation of this case revealed no device alarms and no evidence of device malfunction, and the event was attributed to hyperglycemia with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.